Event description:
We received an allegation about discrepant results for 2 patients' samples tested with urea/bun (ureal) assay on a cobas 8000 c702 module. Sample 1 (patient 1): initial result: 5.1 mmol/l. Repeat result: 20.7 mmol/l. Sample 2 (patient 2): initial result: 4.3 mmol/l. Repeat result: 20.7 mmol/l. The customer ran all samples tested for ureal in duplicates on the c702. The repeat results were deemed to be correct.

Manufacturer narrative:
The ureal reagent expiration date was not provided. The cobas c702 module serial number was (B)(6). Qc was acceptable. The field service engineer checked the cuvette, gearhead pump pressure, mixer alignment, probes and the wash levels. He noticed that the spring in the sample probe cover for the probe was missing. He replaced and aligned all probes. The investigation is ongoing.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The root cause was consistent with a mechanical issue (component failure).